Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump. It was reported the pump was uncomfortable on their rib cage and was "in the way." A pocket revision was performed on (B)(6) 2020. The patient requested to have the pump moved more medial. The pump was revised and the pump was moved closer to their belly button and sutured down. It was reported the issue was resolved at the time of the report, (B)(6) 2020.